Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes, migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no." The patient's medical history included cholecystectomy and multigravida. Concurrent conditions included menometrorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),") and intermenstrual bleeding ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (single side robotic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, abdominal pain, heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, fallopian tube perforation, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for perforation fallopian tubes, pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods). Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Reporters information, lab data and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes, migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for perforation fallopian tubes, pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods). Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added perforation fallopian tubes, pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods). Menorrhagia, device monitoring procedure not performed. Event outcome added pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods). Menorrhagia. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.